Event description:
Caller reported a malfunction on the pump, identified by a malf 0 code, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support with the pump reset information, although unable to complete the reset due to a lack of charging supplies. Technical support will follow up for further assistance. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.